Event description:
It was reported that a patient experienced infection coincident with peritoneal dialysis (pd) therapy. The nature of infection was not reported. On the same day as the onset, the patient was hospitalized for the event of infection. The treatment for the infection was not reported. The patient was discharged from the hospital after two days. At the time of this report, the patient was recovering from the infection. The pd therapy was ongoing. Additional information was requested but was not available at this time. This is report 4 of 4 involved in this event.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter minicap. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow up report will be submitted. This is same patient as in (B)(4).